Event description:
User site contacted manufacturer alledging that automatic activation of integrated bed exit detection system did not worked and that patient was found out of bed, undetected. There was no adverse consequence to the patient.